Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons do not activate) was confirmed. Upon evaluation, the front and rear response button covers were missing and the switch was contaminated. The cause of the inability to activate the monitor is the contaminated switch. The root cause of the contaminated switch is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted in the damaged monitor. Device evaluation of battery pack has been completed. The reported problem (will not power up) was confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. No adverse event resulted in the damaged battery pack.

Event description:
A us distributor reported that a battery would not power on a monitor and the monitors response buttons were non-functional.